Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which caused the patient's heart rate to pace below the programmed lower rate. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.